Event description:
Received report of blood backing up through thermistor port. Catheter was placed in the pt for aortic valve replacement surgery. When blood was noted coming from the thermistor port, the catheter was removed immediately and replaced with another. No pt harm reported.

Manufacturer narrative:
The sample involved in the incident was returned for evaluation. Patency testing was performed and the sample was found to have an inner lumen leak which allowed fluid to leak into the thermistor box from the distal lumen. Additionally, it was observed that the pulmonary artery proximal lumen was occluded at the lead tubing to female luer connection bond. The cause for the occlusion could not be determined. The inner lumen leak resulted from the mandrels not being inserted properly into the lead tubing and into the lumens during the insert molding operation. A work order review verifies that the lot identified in the complaint passed in-process and q. A. Inspections and tests. Manufacturing operators were retrained on the current operation and co is in the process of implementing an extrusion process modification which will eliminate the potential for leaks in the manifold area.